Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 3. The drain volume was 4355 ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. No problems with the device were observed that could have contributed to the iipv. The device met specifications. The root cause was determined to be: insufficient drain, false empty detect and use error: clinician inappropriately set minimum drain volume % setting to low. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).